Event description:
It was reported that the ilet user experienced a bent infusion cannula during a supply change and received troubleshooting and education on correct infusion set and cartridge replacement, including guidance to use new supplies and not reuse cartridges. There were no reported adverse clinical effects and no change in blood glucose. Outcomes included health consequences or lasting impact. Investigation included customer care troubleshooting and user education on proper supply change steps. Investigation of this case revealed user technique and incorrect supply handling related to the infusion set and cartridge, with emphasis on risk of reuse and improper reinsertion. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.